Manufacturer narrative:
Other, other text: one level 1 hotline blood and fluid warmer was returned for analysis. Upon visual inspection the drain fitting was rusted, the enclosure was cracked, line cord was worn, and both covers were stained with cracks. The tank was filled with water, temp check was attached, line cord was plugged in, and the unit was powered on; duplicating complaint. Based on the evidence, the root cause was found due to a misaligned water tank gasket.

Event description:
Information was received indicating that during preventative maintenance of a smiths medical level 1 hotline blood and fluid warmer, fluid from the container was noted to be leaking. There were no reported adverse effects.